Event description:
It was reported that the patient presented to emergency room with multiple shocks and presyncopal symptoms. Upon interrogation true ventricular fibrillation was noted. The defibrillator delivered the therapy but failed to convert the rhythm which was then restored by external defibrillation. The patient was in a stable condition. It was also reported that defibrillation threshold testing was performed and programming changes were made.